Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6; h10; h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records provided and reviewed state that the patient with a history of obesity, osteoarthritis, and osgood schlatter¿s disease, underwent a cemented left total knee arthroplasty without patella replacement. Postoperatively, the patient developed persistent symptoms including mild pain reported 3 months post op, swelling, recurrent effusions, clicking, episodes of the knee giving way and instability. Imaging from 7 months post op showed satisfactory alignment without lucency or loosening. Clinical assessment identified a large effusion and approximately 2mm of medial and lateral laxity. A revision procedure, either polyethylene exchange or full revision, was planned within four months. Gp clinical letters provided confirm the reported event. A definitive root cause cannot be determined. The complaint is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient had an initial total knee arthroplasty. Subsequently, the patient began experiencing pain, ongoing swelling, and persistent clicking and giving away. Radiographic imaging and an aspiration were performed 8 months post implantation, and the testing rendered no significant findings. It was noted the patient's symptoms are being monitored. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. H6: component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: b2; b3; b4; b5; e1; g3; h2; h6; h11. Additional information has prompted a review of the previously reported investigation results. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial total knee arthroplasty. Subsequently, the patient began experiencing pain, ongoing swelling, joint effusions, persistent clicking, and giving away. Radiographic imaging, serum infection markers, and an aspiration were performed 8 months post implantation, and the testing rendered no significant findings. Joint laxity medially and laterally found upon assessment. Subsequently, one year post-implantation, the patient underwent a revision procedure. The articular surface was exchanged for a larger size without complication and the patient's stability issues during range of motion have been reported as resolved. The femoral and tibial components remain implanted.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. The patient complications were unrelated to the previously reported device as it was not revised and remains implanted with the patient's stability issue reportedly resolved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h11. Upon receipt of additional information, this device was determined to be not reportable. The patient complications were unrelated to the previously reported device as it was not revised and remains implanted with the patient's stability issue reportedly resolved. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial total knee arthroplasty. Subsequently, the patient began experiencing pain, ongoing swelling, joint effusions, persistent clicking, and giving away. Radiographic imaging, serum infection markers, and an aspiration were performed 8 months post implantation, and the testing rendered no significant findings. Joint laxity medially and laterally found upon assessment.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b4; b7; d10; g3; g6; h1; h2; h6. D10: concomitant medical products. 42511400710 - articular surface - 65778821. 42532007501 - tibial component - 65941709. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.